Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of a sensor, but the user couldn't provide any details to identify the sensor serial number or the date of insertion, and the user doesn't remember the date or year when the sensor removal attempt took place. An x-ray will be used to locate the sensors during the next attempt, but the next date of appointment hasn't been confirmed. Per dms, user is currently using the system with the new sensor and receiving up to date information.